Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 9, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a white gauze. Visual inspection of the complaint lens reveal that the lens was received cut in half. The lens was cleaned and inspected revealing that the lens was damaged. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: through follow-up the customer provided additional details. This current report is to provide this information. Section b3, date of event: august 09, 2024. Section a3b, gender: the customer responded ¿male¿. The customer plans on returning the suspect product. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates, (B)(6) 2024 through (B)(6) 2024, respectively. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code: 2140 was used to capture dysphotopsia ¿ negative. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye due to severe negative dysphotopsia and residual astigmatism. The iol was replaced with an alcon lens. There were no complications such as a capsule tear, vitrectomy, incision enlargement, or sutures. The patient is doing well. No further information was provided.